Event description:
Radiometer reference number: (B)(4) according to the complaint the hospital reported, on (B)(6) 2025, at 5:30 pm, after collecting the patient's arterial blood, testing was performed. Five minutes later, the abl90 flex analyzer did not produce any results, delaying the patient's treatment. After replacing the sensor cassette (lot number: r0330) and retesting, the system returned to normal. New information received on (B)(6) 2025: confirmed sequence of events: before the measurement, the analyzer did not issue any alarms and was in normal status. The customer loaded the sample onto the analyzer and then left, waiting for the measurement to be completed automatically. Approximately a few minutes later, the customer returned to the analyzer to check the measurement results and found that no result had been generated. The analyzer displayed error code 1311. The customer then reinstalled the sc, but the analyzer displayed an alarm the chip data cannot be read. Finally, after the customer replaced the sc with a new one and installed it, the issue was resolved. The customer recollected the patient sample and completed the measurement.